Event description:
It was reported that the user experienced hyperglycemia after a supply change and dinner, with a highest glucose of 427 mg/dl by glucometer and a dexcom g6 reading of ¿high.¿ symptoms included no reported acute clinical effects. Outcomes included no reported medical intervention, hospitalization, or additional assistance. Investigation included troubleshooting and education with verification of a recent infusion set change and confirmation that the user believed they meal announced properly. Investigation of this case revealed an unclear cause for the hyperglycemia with no device alerts or alarms reported. It was concluded that the event was associated with hyperglycemia of undetermined cause without injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.